Event description:
Clinic notes were reviewed and it was discovered that patient is experiencing protrusion with his new generator. Notes state that the skin overlying the device is very thin. Notes indicate that the device will need to be moved to a safe location because of a risk of extrusion. It is believed that the cause of the protrusion is due to the patient's anatomy. The child has very thin, fatless anatomy. No additional or relevant information has been received to date.

Event description:
Information received that the patient's repositioning surgery was completed. The surgeon made a new incision in the upper left chest and moved the generator from the armpit to the chest.